Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 230 mg/dl. Reportedly, the customer continued to use the pump and had manual injections available for back up insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen unreadable issue was verified. Visual inspection revealed no failure related to the reported touchscreen cracked issue.